Event description:
During an injection procedure with bovine collagen, the adg needle separated from the syringe with enough force to be propelled several feet. The needle did not contact the patient or staff and no injuries were incurred. This event is being reported as the type where potential injury could occur if repeated.